Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently, with engineering, led an evaluation of one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the device, and an evaluation of the returned device. A pmv representative reload was loaded, unloaded, articulated, rotated, and opened/closed properly and cycled without difficulty. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed, it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, the first reload was loaded onto the adapter. The jaws of the reload closed and then would not open. It would not articulate or rotate. After several attempts, the reload came off the adapter. A new adapter was used to complete the case. There was no injury or adverse event reported.